Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) electrocardiogram waveform showed premature contractions, and pumping was not possible. There was patient involvement, but no harm reported. This incident occurred when the timing of the arrhythmia coincided with the timing of the operating mode (assist ratio 1:2). It was confirmed that the equipment is functional and no repairs were necessary.